Manufacturer narrative:
Evaluation results: it was observed that the vamp tubing was completely detached from the solvent bond joint with the reservoir. The detached tubing was not returned with the unit.

Event description:
It was reported that there was a line detachment during use. Reportedly, there were no pt complications or injuries.